Event description:
In 2009, the lay pt's mother contacted lifescan (lfs) alleging that the pt's one touch ultra link meter read inaccurately erratic. The medical surveillance specialist (mss) classified the complaint based on the initial information the mother provided to the customer care advocate (cca). The mother said the pt obtained a reading of "less than 20" on the lfs meter after eating. She asked him to retest and he obtained a reading of 413 one minute later. The mother retested the pt again and obtained a reading of 431 mg/dl she said the pt felt "flaming eyes", was tired and not feeling well after the issue occurred. No action was taken after the incident. The mother said she had obtained an in-range control solution reading a couple days ago. However, the cca walked the mother through 2 control solution tests, which fell outside of specifications. The pt's products were replaced. There is no indication that the lifescan product contributed to an adverse event. The pt's allegation of injury does not meet the criteria for serious injury. The complaint is reported due to the alleged inaccurately erratic readings and failed control solution tests.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.